Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on returned sensor patch. There were no evidence of barn marks or damaged components. The sensor was de-cased and visual inspection was performed on the sensor's printed circuit board assembly (pcba). Burn marks were observed by the positive and negative tab of battery. Watermark was observed on the sensor connector. Further investigation has been performed. A burn mark was observed on the sensor. Visual inspection has been performed on the returned sensor by using digital microscope. No issues were observed with the sensor. The sensor was brought to a lab bench for testing. Performed an smu (source measurement unit) test to check the functionality of the returned puck and check the accuracy of the puck's readings. It was observed that the returned puck moved into state 8 (error termination) and the puck was removed. Poise voltage and smu (source measurement unit) testing were both within specification. Indicated the sensor has no issues with electrical signal lines integral to the glucose reading process of the returned puck. Sensor thermistor testing was performed. The temperature difference between the puck temperature and the room temperature was observed to be within specification, , indicating the sensor puck¿s thermistor is fully functional. An on and off current test were performed on the returned device. The on current and the off current had a reading within specification ranges. The ¿burn¿ on the battery contact was confirmed to be excess flux on the sensors pcba. The reported complaint issue of "electric shock¿ was not observed as well as no evidence of burn marks was observed on the sensor. Functionality testing was performed on the returned sensor and passed with no issues were observed. No visual damage was observed to the outside casing or the pcba of the returned sensor. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device, "was burning" their arm. Customer further reports electric shock from thier device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device, "was burning" their arm. Customer further reports electric shock from thier device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.